Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged y-site was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A longitudinally aligned split was observed in the y-site luer adapter. Microscopic inspection of the y-site luer adapter confirmed the presence of a split. The split exhibited a granular fracture surface and sharply defined features. Material discoloration was observed in the vicinity of the split. They threads were unremarkable. The material discoloration and split orientation were consistent with damage caused by outward radiating stress within the luer orifice. The undamaged threads suggested that forceful insertion of a tapered object into the luer may have contributed; however, attempts to replicate the damage using non-complainant devices were unsuccessful, suggesting that an addition contributing factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of asdqf015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that port access needle cracked at the y-site. Regular IV fluids infusing.